Event description:
It was reported that a catheter dye study was performed due to suspected catheter occlusion about three years prior. No further action was taken at the time. Additional information is being requested at this time; a supplemental report will be submitted if additional information is received.

Manufacturer narrative:
Implanted: (B)(6) 2006, explanted: product typ catheter product ID 8598 lot# serial# (B)(4), implanted: (B)(6) 2006, explanted: product typ catheter. (B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).